Event description:
It was reported that the patient felt a shock after they passed through a supermarket metal detector. It was noted that the patient went back to the health care professional (hcp) because the therapy was not effective anymore. It was noted that impedances of the system were bad on three electrodes. It was noted that it was determined that the impedance issue was due to the lead. It was noted that the hcp decided yesterday to change the lead and extension and keep the implantable neurostimulator (ins) as it looked ok. It was noted that damage was detected capping the lead. It was noted that at the end of the procedure the impedances of the impedances of the system were ok. It was noted that today after programming the impedances were checked and there were 4 electrodes with bad impedances. It was noted that the patient was alive with no injury and there were no further patient symptoms associated with the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient was receiving effective therapy but impedance was high on "4 plots". No further information was reported.